Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 01/12/2016. Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. (B)(6). Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there was reported leakage in the hub of a 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set. No serious injury, blood to mucous membrane exposure or medical intervention was reported.